Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), device breakage ("essure coil taken out in multiple pieces") and genital haemorrhage ("heavy and irregular bleeding") in a 40-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Previously administered products included for an unreported indication: trivora. Concurrent conditions included vaginal itching. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("vaginitis"), urinary tract infection ("urinary tract infection") and urticaria ("rashes or skin conditions- hives"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction / hypersensitivity reaction"), alopecia ("hair loss"), skin disorder ("skin condition") and cystitis ("bladder infection"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and rash ("rashes"). The patient was treated with acrivastine (benadryl allergy), prednisone, antibiotics, fluconazole (diflucan), surgery (pelvic surgery & laparoscopic bilateral salpingectomy with removal of essure coils), surgery (pelvic surgery & laparoscopic bilateral salpingectomy with removal of essure coils) and surgery (hydrothermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, urticaria, rash, skin disorder and cystitis outcome was unknown and the weight increased, alopecia, fatigue and migraine was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, rash, skin disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full tubal occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events rashes, skin disorder and bladder infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), device breakage ("essure coil taken out in multiple pieces") and genital haemorrhage ("heavy and irregular bleeding") in a 40-year-old female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Previously administered products included for an unreported indication: trivora. Concurrent conditions included vaginal itching. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("vaginitis"), urinary tract infection ("urinary tract infection") and urticaria ("rashes or skin conditions- hives"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced hypersensitivity ("allergic reaction / hypersensitivity reaction"), alopecia ("hair loss"), skin disorder ("skin condition") and cystitis ("bladder infection"). On (B)(6) 2017, 4 years 11 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), fatigue ("fatigue"), migraine ("migraines") and rash ("rashes"). The patient was treated with acrivastine (benadryl allergy), prednisone, antibiotics, fluconazole (diflucan), surgery (pelvic surgery & laparoscopic bilateral salpingectomy with removal of essure coils), surgery (pelvic surgery & laparoscopic bilateral salpingectomy with removal of essure coils) and surgery (hydrothermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, urticaria, rash, skin disorder and cystitis outcome was unknown and the weight increased, alopecia, fatigue and migraine was resolving. The reporter considered alopecia, cystitis, device breakage, device dislocation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, rash, skin disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full tubal occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical problem) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), device breakage ("essure coil taken out in multiple pieces") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 919031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Previously administered products included for an unreported indication: trivora. Concurrent conditions included vaginal itching. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced hypersensitivity ("allergic reaction / hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), urinary tract infection ("urinary tract infection") and urticaria ("rashes or skin conditions- hives"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (pelvic surgery & laparoscopic bilateral salpingectomy with removal of essure coils), surgery (pelvic surgery & laparoscopic bilateral salpingectomy with removal of essure coils) and surgery ( hydrothermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection and urticaria outcome was unknown and the weight increased, alopecia, fatigue and migraine was resolving. The reporter considered alopecia, device breakage, device dislocation, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full tubal occlusion concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added and updated patient demographics. Historical drug, historical condition, concomitant disease were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction infection (bladder/ urinary tract/vaginal)- vaginitis, urinary tract infection, rashes or skin conditions- hives, weight gain, hair loss, migraines, fatigue. On (B)(6) 2017, she explanted essure. Updated event and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage, hypersensitivity and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.